Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring ¿high¿ on the meter (=600 mg/dl) and associated symptom of confusion. The patient reportedly treated self with insulin via injection and successfully brought blood glucose down to within acceptable range (128 mg/dl). The reporter alleged not having received any insulin via the insulin pump since the prior night because the patient was not able to insert an insulin cartridge into the pump because they had not performed the rewind step and did not realize it at the time. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.